Event description:
Customer reported rapid decrease in indicated battery charge. Blood glucose level was recorded at 7.9 mmol/l, indicating no adverse impact to the customer's blood glucose level. Customer was advised to connect the pump to a known functional power source; the issue did not persist beyond this, reportedly, the customer continued to use the pump for insulin therapy.